Manufacturer narrative:
Date is approximate see manufacturer¿s report # 3004209178-2014-08362 and 6000032-2014-00085 for concomitant ins information. Information references the main component of the system and other applicable components are: product ID 3023, serial# (B)(4), product type implantable neurostimulator. Product ID 3889-28 lot# j0519280v, product type lead. Product ID 3095-10 serial# (B)(4) product type extension. Product ID 3023 serial# (B)(4) product type implantable neurostimulator. Product ID 3966 lot# la2018 product type lead. Product ID 3889-28 lot# j0230931v product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-mar-2009, UDI#: (B)(4); product ID: 3095-10, serial/lot #: (B)(4), ubd: 14-mar-2009, UDI#: (B)(4); product ID: 3966, serial/lot #: (B)(4), ubd: 19-feb-2006, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient¿s stimulators they had before 2009 would work a while and then they would not work a while. It was stated they took one out in 2002 and put one in 2003 on the right side and then they put one in 2005. It was noted that none of them worked right. It was reported the patient¿s healthcare provider told them they kept breaking the wire. It was stated the patient did not fall. It was noted the patient¿s device was put in on the cheek of their rear end and they thought they were pulling something when they got up and down from a chair because it was placed too low. It was later reported the healthcare provider did find that the patient¿s wires were broken in 2005. It was stated the patient wasn¿t sure when the wires broke because they just assumed they were on the cheek and they would slide to get up, and that's what the problem was. Additional information received indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. Additional information was received from the consumer. It was noted that in 2007 the patient had the issue with urine gushing out during the night and having a bowel movement every time they urinated. The bowel issue started in 2007 and it went away. It was reported that the patient¿s therapy was helping them in 2002 as they were urinating ¿like every 20 minutes¿ and it did help with this. No further complications were reported or anticipated.